Event description:
Transperineal prostate biopsy on listed patient. The product used for the procedure malfunctioned and 3 core biopsy instruments had to be opened to complete the procedure. Product reference number: mc1825 lot # rekw0833. Pt code: 4582. Device code: 1069. Ref reports: mw5181518, mw5181519.